Manufacturer narrative:
(B)(4). Unique device identifier (UDI): the UDI is unknown because the part number and lot number was not provided. There was no reported device malfunction and the product was not returned. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. The reported patient effect of occlusion, as listed in the ht-pilot instructions for use (IFU) is a known adverse event associated with the use of a coronary device in the native coronary arteries. Based on the case information, a conclusive cause for the reported patient effects, and the relationship to the product, if any, cannot be determined. There is no indication of a product quality issue with respect to design, manufacture or labeling of the device.

Event description:
It was reported that the procedure was to treat a lesion in the right internal mammary artery (rima) bypass. The pilot guide wire was advanced, but a dissection occurred at the proximal rima. Pre-dilatation was performed and a 12mm xience pro x was implanted, but did not fully cover the dissection. A 2.25 x 8 mm xience pro x was advanced distally, but could not cross into the portion of the vessel that occluded [flap] from the dissection; therefore, the stent was not implanted and the complete system was removed. There was retrograde flow via collaterals, so no additional treatment was attempted. No additional information was provided.